Manufacturer narrative:
Concomitant product(s): antiseptic swabs; hemostats; tourniquet, therapy date (B)(6)2017. The customer¿s report of difficulty removing the maxzero connector from the double lumen PICC line was confirmed. During visual inspection scratches and tool markings were noted covering the outside of the maxzero needleless connector. The connector could not be removed from the non-bd PICC line by hand and required extreme force with hemostats and pliers to eventually be disconnected. A whitish residue was observed on the PICC line hub where the connector had been attached. Testing of the customer provided chlorhexidine gluconate disinfectant wipe with a manufacturer stated dry time of 5 seconds revealed the actual dry time in ambient room air was approximately two and a half minutes and left a sticky residue after that time. Testing of isopropyl alcohol swabs resulted in a dry time of 10-12 seconds with no remaining stickiness or residue. Functional testing showed that when using the customer's swabs containing chlorhexidine gluconate the mating components were unable to be separated by hand in every test case except when they were allowed to dry for over two and a half minutes before being attached together. Even with this extended dry time, they required extreme effort to be separated by hand. During functional testing using isopropyl alcohol to disinfect, the only instance that resulted in difficult disconnection by hand was when they were connected together immediately after disinfection without allowing to dry for approximately 10 seconds, and were then left connected for 24 hours. The root cause of the difficulty removing the maxzero connector was identified as the type of antiseptic swab that was used to clean the PICC line hub and the male luer of the maxzero connector, in combination with the dry time used before the two components were attached together.

Event description:
The customer reported that on (B)(6)2017 an outpatient chemo clinic patient was ready for discharge, however the nurse had difficulty removing a maxzero connector from the double lumen PICC line. Several nurses attempted to remove the cap by soaking it in hot water for 15 minutes and by using a tourniquet and hemostats however these attempts were unsuccessful. The connector had been changed on (B)(6)2017. The patient went home with the connector still attached to the PICC line. On (B)(6)2017, the patient returned for a routine chemo infusion however the nurse had to replace the PICC line due to still being unable to remove the connector. The second lumen had a maxplus connector from an extension set which was also difficult to remove. The connections are disinfected with chlorhexidine gluconate/isopropyl alcohol wipes with a manufacturer suggested dry time of 5 seconds prior to connecting. The patient was afebrile with no infection or other report of patient harm.